Manufacturer narrative:
This product was received and tested by technical services who confirmed that the plastic on stylet handle was broken where the plastic "ts" form the handle. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gliderite stylet guide, the stylet broke during the intubation. A delay in the procedure of unknown duration occurred as an unspecified replacement device was obtained. No harm to patient or user was reported.